Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v660847, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-56, lot# v137815, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-56, lot# v083355, implanted: (B)(6) 2008, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was adverse stimulation paresthesia. The patient noted an inability to use his implantable neurostimulator (ins) system continually due to adverse stimulation paresthesia. The outcome was resolved without sequelae. Interventions included reprogramming. Device interrogation showed some electrodes were out of range, over 20,000 ohms. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which were connected to ins. Relevant medical history included: peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.